Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument could not apply clips and the instrument was not closing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument could not apply clip and the instrument was not closing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional observation(s) related to customer reported complaint: the instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of loss of functionality to apply a clip is attributed to the misaligned grips. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.